Event description:
It was reported to boston scientific corporation that a captivator micro oval snare was used during a procedure. According to the complainant, the snare loop would not extend into the patient after the sheath exited the endoscope. The procedure was completed with another captivator micro oval snare. The device was inspected after it was removed from the endoscope, and no visible damage was noted. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Visual evaluation of the returned device found the flare detached. Additionally, the handle cannula was slightly bent and the sheath was kinked in its proximal section. The condition in which the device was returned rendered functional testing impossible; however, the device was reassembled at the complaint investigation site (cis) following visual evaluation. When the device handle was actuated, the loop extended further than usual, suggesting the flare detachment occurred during manufacturing rather than during use. If the flare detached during manufacturing, the sheath would be cut to an insufficient length such that the loop, when extended, would appear to be more extended than usual. This is consistent with the investigation findings. The complaint was confirmed; a detached flare can result in an inability to extend the snare loop from the sheath. The condition of the returned device suggests the flare operation was not properly performed during manufacturing. The kink in the sheath and slight bend in the handle cannula were likely caused by operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.